Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction, hemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction, hemorrhage). (B)(4).

Event description:
During the index procedure, the physician used two endeavor sprint drug eluting stents to treat the rca. It was reported that approximately 7 days following the index procedure, the patient suffered an mi and underwent non target vessel revascularization of lad/lcx. Investigator assessed that the event was not related to the study device. Approximately 21 months post index procedure, the patient experienced a stomach bleed event associated with a hemorrhagic lesion of the gastrointestinal tract. Bayaspirin and clopidogrel were withdrawn. Patient was put back on clopidogrel one month later. Investigator assessed that the event was not related to the study device.